Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. Cse recommended running ventilator on test lung. The unit passed extended self-testing.